Event description:
The device, implanted in the left mid-fossa area, is suspected to be causing dural irritation, likely due to vibration. Moreover, the user has been suffering from headaches, leading to non-use of the device. The implant site was sensitive to touch. According to the clinic notes there was swelling and inflammation present. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to headaches, which are a known undesired side effect of bonebridge surgery. Per implant registration card, there was no dural exposure, therefore, it is unlikely that the device was in direct contact with the dura. Swelling and pain at implant site are also reported. With the limited available information, they also appear to be undesired side effects of bonebridge surgery. A review of the device sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The user has been suffering from headaches, leading to non-use of the device. The device has been explanted.